Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1290, awareness date 06-oct-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted. The consumer was told about essure during her pregnancy (she had 1 child) and decided that it was a great option. She was not told about any side effects or nickel allergies or migration or that woman still become pregnant. She was (B)(6) when she had essure placed in (B)(6) 2014; she was a happy and healthy woman with no medical issues at the time of placement. She was awake during placement and was told it was a success. Immediately after placement she was very faint and was in pain in her pelvic area but was told not to worry (that pain never went away). Six months in she finally went to the doctor with a list of complaints since getting essure and was told they did not think it was related. She had to suffer for 4yrs (discrepant information since essure was implanted in 2014) with pelvic pain and 24hours per 7 days with migraines that literally never went away. She was so bloated from essure that she had strangers constantly ask her if she was expecting or how far along she was. She had a long list of other symptoms including hair loss, fatigue, painful intercourse, abnormal cycles, heavy bleeding, completely missed cycles, night sweats, all over body pain, joint pain; the list goes on and on. She went to several doctor neurologists, hospitals, had many ultrasounds, mrls, CT scans, and had blood work done with no answers. No one could figure out why she had migraines or pelvic pain so bad; she tried so many medications. She suffered for 4 years constantly in pain, crying, depressed, suicidal because death seemed better than living with this pain. She was constantly tired, had to cancel plans with friends or family due to pain. Her (B)(6) old son could not play loudly, could not listen to tv loudly because her mommy was too sick and noise made it worse. She was in too much pain to play with her son or laugh with him. She basically missed out on some of his most important years because of pain. Her migraines were so bad most of the lights in her house were blocked, she would have to go to sleep with ice packs on head (in the beginning it was heating pads that she tried) just to try and numb the pain enough to fall asleep. She had all kinds of tests and medical ions and various things tried and nothing helped. Her husband suffered as well they were unable to be intimate because it was too painful. Having intercourse just was not worth the pain and the worry of unwanted pregnancy. She was grumpy and irritable from being in pain 24 hours per 7 days and that pain making her depressed. Finally after trying everything, hysterectomy was done. Since then, all her horrible symptoms were gone and she is so happy and feeling so much better. But now, she got to experience menopause at (B)(6) but. Product technical complaint (ptc) investigation result received on 21-oct-2015 ptc global number: (B)(4) final assessment for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had pain in pelvic area and heavy bleeding since essure (fallopian tube occlusion insert) insertion. Additionally, she became depressed/suicidal. She was submitted to a hysterectomy and recovered from the events. Only depression with suicidal ideation is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported pain and heavy bleeding in close association with essure insertion with recovery after devices removal. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding the remaining event; women have high risk for developing depressive disorders. Several biological processes are thought to be involved in this predisposition, including an undue sensitivity to hormonal fluctuations in brain systems that mediate depressive states. Additionally, depression is a common comorbidity accompanying chronic pain states. In this case, consumer stated she became depressed/suicidal because death seemed better than living with her pain. Considering consumer related her depression to the pain; causality with essure cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.